Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with a scs system which includes two leads from the same lot. It was reported the patient is experiencing ineffective stimulation from her lumbar scs system since implantation. The patient reports stimulation can only be perceived on her right side and stomach area which can be uncomfortable. Lead diagnostics revealed low or normal impedances. The patient reports stimulation has been this way since her last revision ( reference MFR. Report: 1627487-2013-1048). Surgical intervention may be pending to address this issue.